Event description:
Patient experienced pain and decreased range of motion approximately 11 weeks post rotator cuff repair with orthadapt augmentation. The graft was explanted approximately six months post implant. Physician reported that the event was due to the (non-viable) condition of the native tissue.

Manufacturer narrative:
A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The case assessment based on the provided information identified the likely cause of the event to be the condition of native tissue; a link between the reported event and the graft was not identified during the case assessement. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.